Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the first implanted valve. The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position, the valve landed too aortic and had significant leak. A second 23mm sapien 3 ultra valve was attempted to be implanted at the annulus. However, when the inflation device was unlocked, about 5cc of inflation volume evacuated from the inflator into the system. The second valve was not fully inflated and did not gain seal in the annulus. The second valve embolized ventricular. The valve was able to be pulled aortic with the delivery system. The first valve dislodged and embolized aortic when pulling the second valve aortic. Wire position was maintained, the delivery system was used to bring both valves across the arch, and they were tacked about 10-15mm distal to the left subclavian. A 26mm true balloon was used to fully expand the valves and tack them to the aortic wall.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represents the first implanted valve. The investigation is ongoing.

Event description:
During implant of a 23mm sapien 3 ultra valve in the aortic position, the valve landed too aortic and had significant leak. A second 23mm sapien 3 ultra valve was attempted to be implanted at the annulus. However, when the inflation device was unlocked, about 5cc of inflation volume evacuated from the inflator into the system. The second valve was not fully inflated and did not gain seal in the annulus. The second valve embolized ventricular. The valve was able to be pulled aortic with the delivery system. The first valve dislodged and embolized aortic when pulling the second valve aortic. Wire position was maintained, the delivery system was used to bring both valves across the arch, and they were tacked about 10-15mm distal to the left subclavian. A 26mm true balloon was used to fully expand the valves and tack them to the aortic wall.

Manufacturer narrative:
Update to h6 (type of investigation, investigation findings and investigation conclusions) and h10 to reflect investigation. The 23mm sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. No imaging was provided. During manufacturing all inspections are conducted on 100% of the units. The entire device is visually inspected and dimensionally testing during the manufacturing process. As no device was returned there is no evidence to support a manufacturing/design defect that contributed to the complaint. Device history record (DHR) or lot review were not performed as no device was returned there is no evidence to support a manufacturing/design defect that contributed to the complaint. The commander delivery system with s3/s3u IFU and procedural training manual was reviewed for instructions and guidance. The procedural training manual provides guidance on thv deployment. Check to ensure that the thv is exactly between the valve alignment markers, flex tip is on the triple marker, balloon lock is locked and perform thv deployment. Unlock the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp less or equal to 50 mmhg, and pulse pressure less than 10 mmhg, confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a slow controlled inflation, fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon and stop pacing and withdraw the balloon from the native valve. Additional considerations are to verify the flex tip is on triple marker to ensure full inflation of balloon during deployment and to ensure stability of delivery system during thv deployment. Sow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system, always maintain control of the plunger of inflation device when releasing it and never lock the inflation device during bav or thv deployment. The delivery system requires a prescribed volume for thv deployment and proper function. In addition, the procedural training manual provides guidance on initial thv positioning. Use fluoroscopy to visualize the thv during positioning, obtain the determined coplanar fluoroscopic view, position thv coaxially and centered within the native annulus using the flex wheel, wire manipulation and/or slight rotation of the delivery system and position bottom of center marker at the base of the cusps manually or using the fine adjustment wheel. If center marker is off, adjust accordingly. There was no IFU or training deficiencies identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for malposition with valve exhibiting regurgitation and thv embolized into aorta were unable to be confirmed due to unavailability of procedural imagery/returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. As reported, 'during implant of a 23mm sapien 3 ultra valve in the aortic position, the valve landed too aortic and had significant leak'. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. In this case, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no product risk assessment no corrective or preventative action is required at this time. This is one of two manufacturer reports being submitted for this case. Reference mfg. Report no. 2015691-2022-03973.